Event description:
Additional information was received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient experiencing high impedance due to a fall was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2024-02142. It was reported that the patient had high impedances on 14 of 16 lead contacts. The patient is now unable to enter MRI mode. The patient noted a fall that occurred a year prior. Surgical intervention may take place at a later date to address the issue.